Event description:
Device malfunction: difficulty recovering the filter. Symptoms / ae: placement of a second additional stent. Time of malfunction/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, there was difficulty retrieving the embolic protection device. Neither the "shapeable tip design (rc1) or the "low profile flexible" design (rc2) could pass through the open cell design of the rx acculink stent due to 'fish scaling' in the mid portion of the stent. Multiple patient maneuvers were attempted and several other devices were attempted to help pass the retrieval device through the stent, but all were unsuccessful. An xact stent was then placed inside the 'fish scaled' portion of the stent allowing rc2 to cross through the stent and successfully capture the filter. It was also noted that there was some invagination of the proximal end of the rx acculink stent, although angiographically there appeared to be patency of the vessel with no evidence of distal embolization, slow flow or spasm. There was no adverse patient sequelae reported. One day post procedure, the patient was discharged to home.

Manufacturer narrative:
Study event. The rx acculink stent lot number 8120251, referenced is being filed under a separate manufacturer report number. Evaluation summary: the customer reported the device was discarded. The lot number was provided. The instructions for use recommends a variety of techniques that can be used to assist passage of the recovery catheter such as: rotate the patient's neck from side-to-side, change the position of the guiding catheter or guiding sheath, modify the tip shape of the recovery catheter, if stent struts are impeding the advancement of the recovery catheter, post dilate the stent, and the insert a guide wire ("buddy wire") to straighten the stented area. If the mentioned techniques are unsuccessful in advancing through the deployed stent, the alternate recovery catheter should be prepared and used. The accunet 3-in 1 comes with two recovery systems, a shapeable tip design (rc1) and a low-profile flexible tip design (rc2). The shapeable tip design is torqueable and steerable. The low profile design is more flexible and it's design to deflect into place while advancing. The reported difficulty can be affected by numerous factors including, but not limited to, vessel anatomy and lesion morphology. Furthermore, no damage was reported as being noted during the inspection prior to use. From the limited incident information and the fact that the device was not returned for investigation, the event appears to be related to operational context in which the device was utilized. Additionally, a cd with angiographic runs and still images was provided and reviewed. It was noted that the accunet filter moved to the distal end of the stent prior to filter removal. The distal end of the acculink stent was noted to be invaginated. There was good flow through the stented area on the completion angiogram. A specific device malfunction could not be identified. The lot history record was reviewed and there are no non-conformities associated with this lot number.